Event description:
It was reported that the bolus wizard was not calculating correctly, causing the insulin pump to deliver unwanted boluses. The mother was not comfortable with the insulin pump, and wanted it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.